Event description:
During evaluation of a returned spectrum pump, the device turns off in battery mode. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was tested with a new wireless battery, and it remained powered on without issues. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be the wireless battery being defective. The wireless battery requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.